Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the device was checked and no deviation was found. The device was delivered to the user in working condition. Alarm high expiratory minute volume indicates a leakage in the patient circuit. Delivered expiratory volumes were less than was set which generated high expiratory minute volume alarms, as per design to alert the operator about ongoing issues. The root cause of the issue has not been determined, as the issue could not be reproduced and no action had to be taken to resolved it.

Event description:
It was reported that the ventilator generated an alarm indicating high tidal volume. There was no patient harm reported. Manufacturer's ref. #: (B)(4).